Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and it shows the unit packaging of the push button device. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and no issues were observed relating to unable to retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to retract. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a retraction issue. The following information was provided by the initial reporter: customer is reporting needle not retracting when button was pushed.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was a retraction issue. The following information was provided by the initial reporter: customer is reporting needle not retracting when button was pushed.